Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient complained he had to charge every day to maintain therapy and he stopped charging and using his scs stimulation six months ago. The patient's scs ipg was explanted and replaced. Stimulation was reportedly resumed postoperative.